Manufacturer narrative:
As reported, the collagen was exposed when they opened the 5f mynx control vascular closure device (vcd). There was no reported patient injury. The device was stored per labelling and opened in a sterile field. The mynx vcd was used in a diagnostic peripheral procedure. The procedure used a retrograde approach. The deployer was mynx certified, other devices used were unknown stents/guide catheters. 5f non -cordis sheath introducer was used. The device was used in the femoral artery .the vessel diameter was verified to be equal to 5 mm in diameter. The vessel tortuosity was little. There was no presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved with another mynx device. The patient was not hospitalized, and the patient's hospitalization was not extended as a result of the event. The patient recovered after the event. The device was not stored at a temperature that exceeded 25 °c. The sealant was stuck to the balloon¿s proximal tip. Most of the sealant was stuck to the device components. The balloon was fully deflated. The sealant was a little wedged between the balloon and advancer tube. Th product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, both button 1 and 2 were not depressed, and the syringe was observed to have been connected to the device with the stopcock closed. It was reported that ¿collagen was exposed when they opened the 5f mynx control vascular closure device (vcd).¿ however, it was observed that the sealant outer sleeve assembly was kinked/damaged, and the sealant was exposed to blood as received. The procedural sheath was not returned with the device. Per functional analysis, an insertion test was not performed on the returned device due to the damages in the sealant outer sleeve assembly as received, and without the return of the procedure sheath, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. Per microscopic analysis, the sealant outer sleeve assembly was severely kinked/damaged, and the sealant was observed exposed to blood upon receipt. The condition of the returned device indicated that the device may have been inserted into an existing procedural sheath during the procedure, which caused the damages observed in the sealant outer sleeve assembly, resulting in the reported incident. A product history record (phr) review of lot f2019001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty-premature/during prep¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Yet, it should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected by the sealant outer sleeve assembly from being exposed prematurely. If the outer sleeve is damaged/shredded during the device insertion into sheath, that could cause the sealant exposed prematurely and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with this lot# f2019001 presented no issues during the manufacturing process that can be related to the reported complaint. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, collagen was exposed when they opened the 5f mynx control vascular closure device (vcd). There was no reported patient injury. The device was stored per labelling and opened in sterile field. The procedure the mynx vcd was used in was diagnostic peripheral the procedure uses a retrograde approach. The deployer¿s mynx was certified, other devices used were unknown stents/guide catheters. 5f non -cordis sheath introducer was used. The device was used in the femoral artery. The vessel diameter was verified to be equal to 5 mm in diameter. The vessel tortuosity was little. There was no presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved with another mynx device. The patient was not hospitalized and the patient's hospitalization was not extended as a result of the event. The patient recovered after the event. The device was not storaged at temperature that exceeded 25 °c. The location the sealant was stuck to the balloon proximal tip most of the sealant was stuck to the device component. The balloon was fully deflated. The sealant was a little wedged between the balloon and advancer tube. The device will be returned for evaluation.